Event description:
Per the surgeon's report, this pt had nrt on only 2 electrodes and no response to stimulation, 3 months after activation of his cochlear implant. Integrity testing was consistent with normal device function. The surgeon explanted the device in 2007, and reimplanted the pt with a new device during the same surgery.